Manufacturer narrative:
This is being filed as corneal abrasion. This report is related to (B)(4) 2640128-2012-00010. Results: recall # (B)(4). Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.

Event description:
(B)(4) was received on (B)(4) 2012. The patient indicated that after using a pair of lenses for about 12 hours, her vision was hazy with rainbows and experienced irritation. Before bed, she removed the contact lenses, and woke up several times during the night from stinging pain in her eyes. Upon waking in the morning and opening her eyes, pain began to worsen. She visited an optometrist that diagnosed a severe corneal tear, which measured 3 mm in her left eye and she believe the tear was a .6 mm in her right. The doctor provided anesthetic for pain, and applied a non-prescriptive, "protective" contact lens to both eyes. Follow up attempts with the ecp for more information were made with no reply to date. No lenses were returned. This is being filed as corneal abrasion.